Manufacturer narrative:
Patient is a former smoker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cec adjudicated barc type 2 event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted in the lad. Approx 13 days post index procedure, the patient suffered a gi bleed. Blood in the patients stool was reported likely from a diverticular bleed. The patient was on dapt 24 hours prior to the event. The patient was treated with medication changes. The investigator assessed the event as not related to the index device but probably related to anti-platelet medication. The patient recovered.